Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). The device was discarded, so no engineering evaluation could be performed.

Event description:
The patient presented with a rupture within the iliac artery which was intended to be treated with a gore® viabahn® endoprosthesis. It was reported to gore that when the gore® viabahn® endoprosthesis was inserted into a 6fr biotronic fortress introducer sheath, the medical device became stuck inside the sheath. The decision was made to convert the patient to open surgery after the sheath was removed.